Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. It was reported that the pump had no power after a battery changed. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: there were pump reboots observed in the black box download. The battery compartment was found to be cracked. The battery cap was stripped. The battery cap was unable to maintain an electrical connection to the pump. A test cap was attached to the pump and the pump was able to maintain an electrical connection. Corrosion was found in the battery compartment. When the pump was opened moisture corrosion was found on the printed circuit board.